Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch intermittently. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) of the touchscreen issue. At the time of the remote service, the customer stated that the response to touch on the touchscreen diagnostic screen showed no issues. The rse advised to the customer to replace the touchscreen as a preventative measure due to the intermittent nature of the issue. In a good faith effort (gfe) response from the customer, it was confirmed that they had placed a part order for a replacement touchscreen and received the part but had not yet installed the touchscreen. This investigation is ongoing.